Event description:
It was reported that the right ventricular (rv) lead triggered a warning due to low impedance and a polarity switch occurred on both the rv and right atrial (ra) leads. The insulation is deteriorating on both leads. The physician has chosen to monitor the situation closely because of the patient's age. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.